Manufacturer narrative:
Upon review of the device history for the glidescope spectrum smart cable serial number (B)(4). It was determined that the device was manufactured on 29 sep 2017. Due to the fact that there are no repairs available for the smart cable and the smart cable is no longer under warranty, the customer was advised to replace the smart cable. The smart cable was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. No further investigation required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.